Manufacturer narrative:
Based on the information provided, no conclusion can be made. As reported, the potential cause of the patient¿s post-operative infection has not been identified, and the surgeon is reviewing all aspects of the procedure which includes the arista ah product. Information related to the event remains limited and no lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on the date of awareness. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during a pacemaker procedure performed by open fashion, the bard/davol arista ah hemostatic agent was used. It was reported that the patient developed infection in pacemaker pocket associated with use of arista ah. As reported the physician uses arista ah on other accounts and has not encountered any issues. It is reported that the customer does not directly attribute the infection to arista given their prior experience, but are exploring all elements of the procedure to ensure they are undertaking best practice in preparation and execution of product use.